Manufacturer narrative:
(B)(4).

Event description:
It was reported that the compressor was inoperable. Additional information has been requested.

Manufacturer narrative:
(B)(4). It was reported that the compressor on an 840 ventilator was inoperable. Although requested, the following information was not provided. If a patient was impacted by the reported event, patient outcome, as well as if any intervention was required on behalf of the patient. The evaluation and repair will be performed by a non-medtronic/covidien service provider. Medtronic/covidien was not authorized to conduct the repair.